Event description:
Initial report from territory sales manager, concerning an account that had just converted from using an entire fluid impervious gown to a fluid zoned inpervious gown. The customer alleged strikethrough of fluid in the abdomen. A total of five incidents were reported from this hospital for the following: 1) bowel resection, 2) incision and drainage (I&d) - two surgeons, 3) total hip replacement and 4) severe gunshot wound. This report is filed for no. 3 above; subsequent follow-up by territory sales manager with the doctor involved in the reported incident found that the strikethrough may have occurred in the thigh/knee area, which is outside of the reinforcement panel of the gown. No bloodborrne pathogen exposure was reported.